Event description:
The spouse of a home pt reported a system error alarm during the use of their homechoice device. Per the spouse, a leak was noted in the homechoice set tubing. The spouse noted, the leak may have come from the pts walker. Per the spouse, the walker was missing a rubber foot and the pt was working with the physical therapist just prior to receiving the alarm. The spouse stated she will speak with the therapist and monitor the tubing more carefully during treatment in the future. Per the spouse, the pt discontinued treatment at the time of the alarm and reported no pt injury or medical intervention associated with this incident.